Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump was program with several bolus units. All boluses delivered completely and were recorded on the bolus history screen. The insulin pump had minor scratched lcd window, cracked near display window corners, battery tube threads cracked, cracked reservoir tube lip. No unexpected battery out limit, failed battery, bolus anomaly or history anomaly noted during testing.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that the insulin pump stopped delivering and was not recorded in the bolus history. The customer's blood glucose was 415 mg/dl at the time of incident. The customer's blood glucose was 355 mg/dl at the time of call. The customer stated that the blood glucose dropped 40 mg/dl and reached 450 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.